Event description:
It was reported that there was undefined atrial lead impedance reading and there was pacing and sensing failure. It was also reported that several months prior the lead had increasing and high impedance and there was a lead warning that occurred due to low impedance. The device settings were changed and the lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.